Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the caller said they called the doctor's office to schedule an appointment. They talked to scheduling and they said the nurse had to call them back to schedule an appointment and the nurse would not be back until monday. The scheduler told them to call patient services, and that they had the ability to check the device on this end. The caller reported the following: the patient said they thought their batter was down or wearing out. Patient services explained to the patient that their device if they kept charged should last nine years. Patient said the day before the call or night before they were having to recharge a couple times a week. Patient said in the past they would only have to recharge once a week and they charged just in case. The last couple days the patient said they had been having the same symptoms of tremors and pulling to the side. The patient increased their amplitude last weekend to the upper limit. Patient said they completely recharged their ins last night. Patient thought they only had one program, but they didn't know. Patient didn't have the patient programmer to troubleshoot. Patient would call them back when they had their programmer. Patient said they had no falls or accidents, but they did have an egd endoscope surgery back in (B)(6) 2018. The patient said they didn't use any cautery, and the procedure didn't seem to affect them. Patient services told the patient they would have to follow up with the doctor to check the device. There were no further complications reported.